Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of having trouble with pulling up the lateral images. This meant that the recalled images were not matching the thumbnail images. The fse determined the cause of the problem to be corrupted software on the system drive. The fse replaced the system drive and reloaded software the fse verified system functionality. I contacted the fse to question them on whether this could be related to the user caused save/swap issue. The fse reported that there has been no re-occurrence of issue since repair. This supports the initial diagnosis. The software is a set of instructions that directs the system processor to perform specific operations. Software corruption of the system by any cause, (e.g. Hardware fault or user error) can cause various error including inhibiting boot up or missing or mixed images. The fse has the option of either reformatting the system drive and reloading the software, replacing drive and reloading software or replacing with a preloaded system drive. Based on the age of the system (date of manufacture, 2/27/2004) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's hard disk drive was evaluated and replaced and system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.